Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. The insulin pump had cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd screen. The customer also reported that the screen went blank. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.